Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was cut in pieces, most probably to make the intraocular lens explant possible. Visual inspection using a microscope at 12x magnification revealed the lens to be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was cut in pieces and the optic was damaged. The lens was contaminated of dust particles. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the lens was explanted in a secondary procedure from the patient's left eye due to dysphotopsia. It was stated that there was impaired vision - glare disability reporting that there was a patient injury due to dysphotopsia. The patient's vision was 20/50. There was no incision enlargement and no vitrectomy performed. The patient has recovered. No further information was provided.